Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia on (B)(6). Customer¿s blood glucose value was above 240mg/dl, around 250mg/dl, 260mg/dl may be 270mg/dl. The customer experienced symptoms such as ketones. The customer was treated with an injection. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.